Manufacturer narrative:
The lead was surgically abandoned and replaced.

Event description:
Boston scientific crm received information that this atrial lead exhibiterd loss of capture and no sensing. It is believed the lead dislodged. This lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.